Manufacturer narrative:
An event regarding dislocation of an mdm liner and an adm liner was reported. A medical review confirmed shell malposition. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that : the cup has a low anteversion of 35° where 40° - 45° represents the optimum. Furthermore, there is almost no anteversion as evident by the straight line projection of the cup opening circle on the ap x-ray views. On the lateral x-ray view, there is a 13° anteversion mismatch between cup plane and pelvic bone plane which thus further confirms cup malposition in low inclination and almost absent anteversion. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low inclination and absent anteversion has contributed to impingement and recurrent hip dislocation where the presence of a mdm liner has resulted in an intraprosthetic dislocation requiring revision surgery. The normal postoperative capsular laxity plus patient non-compliance with rehabilitation protocols are important secondary factors to contribute to the dislocation events. Further information such as return of device, additional xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had dislocation post tha. The patient was revised where physician noted head/liner dissociation of the mdm liner and head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had dislocation post tha. The patient was revised where physician noted head/liner dissociation of the mdm liner and head.